Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 108-392 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed. Reportedly, customer exposed pump to a full body scanner at the airport. Reportedly, the customer continued to use the pump for insulin therapy.